Event description:
During use of the device for a non-clinical activity, the user reported, it was difficult to insert and remove the blood parameter probe from the calibrator. To insert the probe, the user must place it in the calibrator pocket, then "bang" down forcefully with the heel of his hand to insert it. To remove the probe, the user must "bang" forcefully with the heel of his hand on the underside of the outside edge to "pop" the probe out. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.